Event description:
It was reported that the patient had improper site selected for insertion of infusion set event on 21 apr 2026. The blood glucose level was high and the patient was treated with manual injection and bolus from pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.